Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported noticing a leak under their alinity m system. The customer reported that they noticed liquid under the right side of the instrument, near the solid waste bins. The customer stated that the bins were not full. The liquid was on the floor, but not in a walkway. The leak made its way out from under the footprint of the instrument, but only into an area of the floor where lab items are stored. The customer stated that they blocked the area to prevent anyone from slipping. The customer confirmed that no one was injured by the leak, and no one was exposed to the liquid. A field service engineer (fse) was dispatched. Fse cleaned and analyzed solid waste container nozzles and tubing for a leak. No leakage was seen, but there was buildup on the nozzles. Solution dispense nozzles had buildup that was cleaned. No leaking was seen in the drawer or along tubing path. No leaking seen near the reservoir. No more leakage was observed. The customer wore appropriate personal protective equipment (ppe) while cleaning the leak. There was no report of injury or actual exposure to the leak.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).